Event description:
It was reported that during a carotid artery stenting treatment procedure, a stent partially deployed. The lesion was located in the internal carotid artery. The lesion details are unknown. The carotid wallstent 8x21mm was advanced to the lesion. The stent partially expanded, and the 2 mm proximal was retained by the sheath of the device. The stent was unable to be fully expanded. The stent delivery system and stent were withdrawn. The stent remained in the y adapter. Another carotid wallstent 8x21mm was prepared, and the filterwire could not exit from the monorail system of the device, outside the pt. The procedure was completed with another manufacturer's stent. No pt injuries or complications were reported. The pt status is reported as "fine".